Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose veins hemostasis procedure performed on (B)(6) 2023. During the procedure, after the diseased site was suctioned, an attempt was made to deploy the bands; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was returned with all bands attached. The suture hole and the ligator head teeth were in good condition, consistent with the findings when the device was observed under magnification. The trip wire was not secured in the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned components were all in good condition; however, the trip wire was not secured in the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the inability of the device to deploy the bands, and the trip wire misassembled by users. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose veins hemostasis procedure performed on (B)(6) 2023. During the procedure, after the diseased site was suctioned, an attempt was made to deploy the bands; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.